Event description:
An endeavor stent was implanted during the index procedure. Approximately 19 months post the index procedure the patient suffered a stroke.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (stroke/transient ischemic attack).